Event description:
Patient reported experiencing diabetic low blood sugar coma (24mg/dl). Patient indicated that the device delivered 40 units of insulin that was not programmed. Patient indicated that she was given orange juice and a peanut butter sandwich to treat her low blood glucose. Patient indicated that she switched to the backup device.